Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a frayed grip cable at the distal end of the instrument. Images associated with this reported event were submitted for review and confirm the instrument housing ID and show a frayed cable. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the cadiere forceps (6/18 lives) showed poor performance. While still inside the abdominal cavity, a partially broken steel cable was observed. A new forceps was opened at the request of the surgeon. The procedure was completed with no reported injury.